Manufacturer narrative:
(B)(4). Evaluation for the returned product shows that the alarm powers on, but there is no alarm tone when pressure is removed from the sensor pad. The fail safe, tone selector, and the low battery indicator features do not work. (B)(4).

Event description:
The customer did not specify the reason for the return of the product. There was no patient incident or injury reported. Evaluation for the returned product shows that the alarm powered on, but there is no alarm tone when pressure is removed from the sensor pad.